Manufacturer narrative:
Year of birth: 1978. Additional outcome: disability or permanent damage. Additional information: follow up with the patient¿s physician was performed. Physician reported that the patient¿s accident occurred on (B)(6) 2010; she was first seen on (B)(6) 2010. The patient had a penetrating wound caused by a nail that went through cornea, lens, vitreous and retina in the left eye; total trauma related cataract, vitreous trapped in the wound, several stitches were present in the cornea at the time. At the initial consult, her vision was 20/20 in her left eye and only light perception (lp) in her right eye (od). The od had a sutured central corneal perforation with white cataract; the ecography showed retina attached with vitreous opacities. X-ray¿s were performed to determine if remains of the nail were still imbedded. On (B)(6) 2010 patient had phacoemulsification and vitrectomy. The vitreous was full of a mix of blood and lens debris and there was a traumatic hole in the posterior pole due to the original trauma with the nail. After the vitrectomy was completed, endolaser was performed around the hole and 1mg intravitreal vancomycin was injected. The intraocular lens (iol) was implanted in the capsule remains without complications. The lens container/packaging was undamaged and was opened properly in the o.r. At the beginning of the surgery, a polymerase chain reaction (pcr) sample could not be gathered due to the poor condition of the eye, as the white cataract prevented the surgeon to see trough the procedure. About 48 hours after surgery, a pcr sample tissue was collected. On (B)(6) we received the confirmation that the pcr was positive to bacteria and negative to fungus. In the next week the lab announced a growth of clostridium simplex in the submitted sample. An antibiogram was performed upon the clostridium. On (B)(6), a new vitrectomy with lens removal with incision enlargement was performed; the sole purpose of the surgery was to save the eye due to the magnitude of the infection. The lens was discarded in the field. The infection was controlled after the second vitrectomy with a combination of antibiotics specifically chosen for the particular bacteria according to the antibiogram. For safety reasons, a new lens was not implanted at the time. As a result of the retinal perforation in the initial trauma, the patient showed 20 days later a retinal detachment with proliferative vitreoretinopathy (pvr) starting at the original retinal injury point. The patient denied further treatment against medical advice. She would afterwards develop a rubeosis that led to a blind eye two years later. In the doctor's opinion, the patient's infection and sequelae were ''most likely not related'' to the intraocular lens but due to the extent of the initial trauma she initially experienced. (B)(4) - incision enlargement. Manufacturing records were reviewed device manufacturing record was reviewed with the following results: all process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer's event was generated. Placeholder.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Event description:
A patient reported that in 2010 she had an accident and pierced her right eye. She subsequently had a surgery to close the injury and then had an intraocular lens (iol) implanted. She developed an infection and the iol was removed. No additional information was provided.